Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: left tka approximately 11 years ago, patient developed pain and instability; partial knee revision approximately eight years ago with replacement of titanium plate; patient presents with loosening of total knee, chronic swelling, locking and catching, giving way sensation, popping under patella, stiffness; "patient requested different manufacturer's components"; op report: patient presented with increasing pain, revised due to loosening of both components; final poly insert placed, did not lock into tray appropriately and had to be replaced with another one; revision complete without further complication. A definitive root cause cannot be determined. Medical records do not change original root cause. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface catalog 00599403210 lot 61961583; unknown femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains in situ. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 1822565-2017-03322.

Event description:
It was reported that during a total knee arthroplasty the articular surface would not engage the tibial component properly. The surgeon decided to use the locking screw to seat the articular surface, however, it broke due to over-tightening. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00599403212, nexgen articular surface with locking screw size 12mm, lot # 62749599. Multiple MDR reports were filed for this event, please see associated report: 0001822565 -2018-02145.

Event description:
It was reported that during a total knee arthroplasty the articular surface would not engage the tibial component properly. The surgeon decided to use the locking screw to seat the articular surface, however, it broke due to over-tightening. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable at this time. If was further reported that the surgeon used a second articular surface which would not engage either. This is the articular surface that had the broken locking screw due to over tightening.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.